Manufacturer narrative:
Visual inspection performed by r&d project manager: the visual inspection confirmed the hypothesis made during the preliminary investigation: the impactor head of the femoral impactor/extractor probably broke to excessive impacting force during final implant positioning or trying to completely position the final femur implant with this device. It is recommended to start the final implant positioning through this impactor and finish with monoblock impactor ref. 77.11.0054.

Manufacturer narrative:
Batch review performed on 07 march 2019: gmk sphere general set 11.01001, lot: 188651: (B)(4) items manufactured and released on 19-oct-2018. Expiration date: 2023-10-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Considering the mat25763, no other similar event has been reported up today. Preliminary investigation performed by r&d project manager: the impactor head of the femoral impactor/extractor probably broke to excessive impacting force during final implant positioning or trying to completely position the final femur implant with this device. It is recommended to start the final implant positioning through this impactor and finish with monoblock impactor ref. 77.11.0054.

Event description:
During a myknee efficiency case, whilst the surgeon was impacting the definitive femoral component, the efficiency femoral clamp broke into multiple pieces. A few small shards of plastic went into the wound and were retrieved by the surgeon, with about 2 minutes of delay. It is unknown if all pieces were retrieved, but the surgeon is pretty sure he got everything. The femoral cement impactor was used to finish implanting the femoral component.